Event description:
It was reported that the patient experienced 12 hours of diaphragmatic stimulation. A chest x-ray showed that the lead appeared to be coiled up near the can. After an unsuccessful attempt to reposition the lead, it was capped. It was also reported that the patient fell recently.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.